Event description:
The customer reported that the unit went vent inop with a data acquisition error. The customer reported that the unit was not in use on patient. The biomedical engineer stated that he has not repaired this unit and does not know when he will have the chance to look at the vent. No further information available from this customer.